Manufacturer narrative:
Additional information: d9, g3, h3, h6. During evaluation the inflow motor does not function, and the outflow motor is not functioning properly. Physical damage was found to the lcd touch screen. Confirmed unit software version is v1.8 rev. 24. Unit is missing qty 4 power cords/cables, qty 4 rubber bumpers. See vendor evaluation.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 07/21/2025, a sales representative reported via (B)(4) that an ar-6480 dualwave pump experienced pressure fault. This occurred during a case with no patient harm.